Manufacturer narrative:
Concomitant medical products: addrl1 ipg, implanted: (B)(6) 2012.

Event description:
It was reported that there was a lead warning on the right ventricular (rv) lead for low impedance measurements. Noise was also noted but was unable to be reproduced in clinic. The lead was subsequently capped and replaced. No patient complications have been reported as a result of this event.